Event description:
The customer reported to a baxter sales representative a clearlink secondary medication set with an upper y-site not allowing for backpriming. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available and a request has been made. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. A visual inspection was performed and no defect was observed. A delivery test was conducted using water and fluid is able to flow through the set. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition was not confirmed and no assignable root cause could be determined.